Event description:
Pt presented with baker class IV capsular contractures, bilateral. Pt has breast pain. On 6/14/00 capsulotomies were performed with gel implants removed. The right implant was intact, the left implant was ruptured. The implants were sent to the path lab, and saline implants were reinserted; mcghan style 68, 210cc bilaterally.